Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump declared an altitude alarm. The customer loaded a new cartridge, and intermittent minimum fill notifications occurred after filling a cartridge with 250 units of insulin. The customer¿s blood glucose level was 176 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.